Event description:
An angio-seal device was deployed in 2004. The pt returned to the hosp 4 days later with ischemic symptoms and was diagnosed with a vessel occlusion. The pt underwent surgery to remove the angio-seal device. The physician was not willing to provide additional info regarding this event. The hosp staff indicated the physician did not perform a preplacement angiogram prior to deployment per the angio-seal instructions for use. A search of the angio-seal certification database revealed no documentation for this physician on this iteration of the device.